Manufacturer narrative:
A replacement pump was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time; therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, fourth ed, p 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported originally on (B)(6) 2015 to customer service that she was having a low suction issue with her pump in style advanced breast pump and milk was sitting in her breast shield. On (B)(6) 2015, the customer reported to customer service that due to a breast shield sizing issue she was unable to use the pump effectively and she developed mastitis for which she was prescribed antibiotics by her physician.